Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. After inspection the failure could not be reproduced. Unit passed all functional and safety tests and was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)unit displayed autofill alarm. There was no patient involvement. Reported.